Event description:
Caller (customer's mother) reported the customer's omnipod meter when used with (unspecified) test strips provided an (unspecified) low reading compared to a "very high" hospital reading. Caller reported that on (B)(6) 2013, at approximately 10:00am, the customer awoke not feeling well. Customer experienced symptoms described as "back pain and feels like throwing up," and was reportedly spilling ketones. Caller mentioned providing the customer with "plenty of fluid so that the ketones will be flushed out of his body," but reportedly had to rush the customer to the hospital between 4:00pm and 5:00pm. Upon arrival at the hospital, customer was diagnosed with diabetic ketoacidosis (dka) and dehydration and was treated with fluids via intravenous infusion. Caller further mentioned her son was going "in and out of consciousness", but could not recall what, if any, new medications were administered to the customer or any readings obtained on the hospital meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning (B)(6) 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.